Manufacturer narrative:
The device was returned and inspection found corrosion of all three batteries within the device. The leak test was performed; soft cannula clamped & ratchet gear spun, and a leak was found in the exposed portion of the soft cannula. The root cause of the leak and reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) with ketones of 1.8, while wearing the pod between 24 and 36 hours on the hip/buttocks. Multiple corrections were administered using the pod and manual insulin injections. The patient¿s bg levels decreased for a while but went back up. A new pod was applied to treat the hyperglycemia. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).